Manufacturer narrative:
A siemens customer service engineer (cse) performed a total service call on the instrument. The cse ran 20 replicates of multi-diluent and 20 replicates of negative patient pool with acceptable results. There were no issues detected with the instrument. A siemens headquarter support center (hsc) specialist reviewed the information in the complaint and stated that quality controls were in range at the time of the discordant patient results. The falsely elevated results may have been caused by preanalytical factors leading to fibrin interference. The customer has not experienced an issue with the tni-ultra assay or any other assay since this event. The cause of the discordant, falsely elevated troponin (tni-ultra) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin (tni-ultra) results were obtained on two patient samples on an advia centaur xp instrument. The initial results were not reported to physician(s). The same samples were repeated on another advia centaur xp instrument and resulted lower. The repeat results were reported to physician(s). There are no known reports of patient intervention due to the falsely elevated troponin (tni-ultra) results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the falsely elevated troponin (tni-ultra) results.